Manufacturer narrative:
Index surgery: (B)(6) 2015. Revision of knee components due to breakage of the stem extension. It is unknown whether the patient fell. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Event description:
Index surgery: (B)(6) 2015. Revision of knee components due to breakage of the stem extension. It is unknown whether the patient fell. This event occurred outside of the u.s, in (B)(6), and was discovered as part of active surveillance.

Event description:
The patient had knee surgery (B)(6) 2015, to revise competitor devices. The surgeon had to use a lot of augments in order to fill in the loss of bone of the distal extremity of the femur due to the revision of the primary femoral component. The history of the patient is unsure as the surgeon does not know if the patient had a traumatic event of a fall. During the 2015 surgery of the device due to the several augments that had been done, the surgeon was under the impression that the femoral component was not well anchored with the femur. As a result, he suspects that the breakage of the femoral stem extension is due to fatigue, as the stem was handling most of the load. At the time of the primary revision, as he was concerned by the lack of fixation of the femoral component, then he elected to cement the stem extension. The surgeon understands that the stem extension is not expected to handle all the load, instead the stem extension is only intended to share aspect of the load. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-363, 1038671-2017-00422.

Manufacturer narrative:
It is noted that surgical revisions or intervention are a known complication of total joint prothesis, related to loosening. Also, as part of the pre-operative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or the postoperative period. Several clinical causes can be attributed to the event, the patient has cancer (type or region not reported) which is known to deplete the body of necessary healing and regenerative agents. The femur involved in the revision was already in a compromised state, the surgeon had augmented the bone to attain stem fixation. It would also appear that the surgeon was aware that the stem extension was not used as intended. The most likely cause of the femoral stem extension fracture was bending movement in the stem which led to the fatigue and fracture, the device was used in a manner not as intended to meet the needs and the anatomy of the patient. This device is used for treatment, not diagnosis.

Manufacturer narrative:
Index surgery: (B)(6) 2015. Revision of knee components due to breakage of the stem extension. It is unknown whether the patient fell. This event occurred outside of the us, in france, and was discovered as part of active surveillance. The revision reported was likely the result of femoral loosening, which created a bending moment on the femoral stem extension and led to the fatigue fracture. However, this cannot be confirmed because the devices were not returned for evaluations.

Event description:
Index surgery: (B)(6) 2015. Revision of knee components due to breakage of the stem extension. It is unknown whether the patient fell. This event occurred outside of the us, in france, and was discovered as part of active surveillance.